Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after insulin leaked from the ilet cartridge-to-connector interface, which the user attributed to assembling the cartridge and connector together before inserting the cartridge into the device; insulin delivery was interrupted until supplies were changed and delivery was resumed after guidance on correct assembly. Symptoms included elevated blood glucose over 400 mg/dl for about four hours without acute complications. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed user assembly error and leakage at the cartridge/connector interface, with no device alerts or alarms reported. It was concluded that the event was due to user error related to setup, with the device functioning after correct reassembly. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.